Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose cone, bearings and extension sleeve of the attachment device were damaged. It was further determined that the balls and cage were missing. It was observed that the ball bearing had fallen apart. It was further determined that the device failed pretest for lock operation and cutter insertion. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device failed pretest for temperature, cutter insertion (ball bearing) and lock operation(rattle). It was observed that the bearing was failing. The device was tested and was found that a cutter could not be inserted into the device, the tip was damaged (had a couple of very small dents), and the nose cone color bands were discolored and faded. It was determined that the cutter device could not be inserted because the bearings were worn out, not allowing the cutter to pass through. It was observed that the failures (could not insert cutter) was due to worn out bearings. It was further determined that the damaged tip (had a couple of very small dents) and the nose cone color bands were discolored and faded) were consistent with normal wear over time. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.